Event description:
The lay user/patient contacted lifescan (lfs) on july 18, 2007 and alleged that the meter was reading inaccurately low. He was not willing to speak with the medical affairs specialist on july 23, 2007. The patient performed a meter to lab comparison; however, the date of the comparison is not known. The reported this meter result of 67 mg/dl, but he does not know what the lab result was, only that it was higher. He states the reported issue began about 3-4 months ago. He continued to take his usual dose of diabetes medication: 3 pills in the morning, 3 pills in the afternoon, and 15 units of lantus at night. The patient reported symptoms of feeling drowsy, weak, faint, and having frequent urination that started prior to taking the above medications. The patient received assistance/advice from an hcp on july 18, 2007 at 11 am; however, he received no treatment. The technique for cleaning the meter was incorrect, however, the techniques for testing his blood glucose and for cleaning the puncture site were correct. This complaint is being reported, as the patient alleged low results on his meter and had symptoms. It is not known if the symptoms occurred after the meter issue. Replacement products have been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.